Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted with concern for pump thrombus with an elevated lactate dehydrogenase (ldh) and dark urine.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a pump thrombus and elevated ldh could not be confirmed as no CT images were submitted for review, and the patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The submitted log files captured atypical power cable disconnect and low voltage alarms. The log files contained no other atypical alarms and appeared to show the pump operating as intended. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU), revision, rev. D is currently available. Section 1 of the IFU, ¿introduction¿, lists pump thrombosis and hemolysis as adverse events that may be associated with the use of the hm 3 lvas. Section 6 of the IFU, ¿patient care and management", lists thrombus as a potential late postimplant complication and contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range. No further information was provided. The manufacturer is closing the file on this event.